Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on an unknown date. During the procedure, the doctor encountered challenges in expanding the stent from the catheter. After some effort, he managed to pull it the stent and successfully deploy it into the stomach for retrieval. It was noted that something was not operating correctly in the handpiece. Another of the same device was used to complete the procedure. There were no patient complications as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to march 01, 2025 as no specific event date was reported. Imdrf device code a1502 captures the reportable event of stent positioning issue imdrf impact code f2301 captures the reportable event of an additional intervention performed to remove the stent.